Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prn fluid and blood leaked from the unspecified bd intima ii¿ IV catheter adapter during the infusion. The following information was provided by the initial reporter, translated from chinese: "the patient continued indwelling needle infusion in the morning, and... Assisted defecation around 10:00, and there were some body position changes. At about 10:30, the family members found that the indwelling needle prn fluid mixed with blood leaked out."

Event description:
It was reported that prn fluid and blood leaked from the unspecified bd intima ii¿ IV catheter adapter during the infusion. The following information was provided by the initial reporter, translated from chinese: "the patient continued indwelling needle infusion in the morning, and... Assisted defecation around 10:00, and there were some body position changes. At about 10:30, the family members found that the indwelling needle prn fluid mixed with blood leaked out."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.